Event description:
Device 1 of 4. Reference MFR. Report#: 1627487-2018-13242. Reference MFR. Report#: 1627487-2018-13243. Reference MFR. Report#: 1627487-2018-13244. It was reported that the patient experienced ineffective stimulation. As a result, the patient underwent surgical intervention wherein the scs system was explanted.